Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the MRI powerport isp. 1 year 1month and 3 days post procedure, it was found that that the catheter allegedly fractured and dislodged into the heart. Reportedly there was an issue infusing the fluid and unable to withdraw the blood. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two electronics photos and four images were provided for review. The first photo shows the partial view of a clinician holding the catheter in which part of the catheter noted to be broken and missing in the end. The second photo shows the partial view of a clinician holding the port in which the broken piece of catheter was noted inside the cathlock. The first three images show the migrated catheter in the right heart. The fourth image shows the port in the right subclavian region. Therefore, the investigation is confirmed for the reported catheter fracture, material separation, suction problem, difficult to flush and migration issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the MRI powerport isp. One year, one month and three days post placement, it was reported that the catheter allegedly fractured and dislodged into the heart. Reportedly there was an issue infusing the fluid and unable to withdraw the blood. The current status of the patient was unknown.